Event description:
It was reported that the customer was having sensor issues. Customer stated, the insulin pump alarmed threshold suspend however, her blood glucose was 114 mg/dl and sensor reading was 40 mg/dl. Customer stated that it stopped basal delivery and blood glucose was 176 mg/d and insulin pump was alarming below 40 mg/dl. Customer reported that she also got changed sensor and calibration error. Troubleshooting was done. Customer's blood glucose was 218 mg/dl. The customer was to monitor the sensor and change out if its required in 5 hours. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.